Event description:
Same case asmfr's# 6000089-2005-01865. During a ptca procedure, the physician experienced difficulty advancing the balloon catheter on the wire. In attempting to cross the lesion with the pt2 light support guide wire and the maverick2 monorail balloon, the balloon and the guide wire became stuck in the lesion. The lesion being treated was a 90% stenotic lesion in a very tortuous lcx coronary artery. The guide wire and balloon catheter were removed as one without incident. No patient injuries or complications were reported.